Event description:
On (B)(6) 2012 customer reported that the dxc 600 experienced probe obstruction errors and there was no fluid detected in the cuvette. Customer stated that less than 1ml of fluid leaked. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting the issue, via phone. Customer noted the cartridge chemistry reagent barrel was loose. Customer secured the syringe barrel. This resolved the issue and no service call was generated.

Manufacturer narrative:
(B)(4).